Event description:
It was reported that when a urinary catheter was placed in the patient the irrigation connector of the triple lumen urethral catheter was occluded and it remained occluded after repeated irrigation. The triple lumen urethral catheter was replaced with a new one immediately.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect parameter setting or blocked drainage eye or lumen or no drainage eye or user related (salt accumulation). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when a urinary catheter was placed in the patient, the irrigation connector of the triple-lumen urethral catheter was occluded and it remained occluded after repeated irrigation. The triple-lumen urethral catheter was replaced with a new one immediately.